Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a device manufacturing representative regarding a patient receiving fentanyl (24000mcg/ml at 17000 mg/day) via an implantable infusion pump. The patient's pertinent medical history was not provided. It was reported the patient experienced increased pain. The pump refills showed more residual volume than expected. Interventions included replacing the whole system. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' The event date was unknown. It was further reported the cause of the increased pain and volume discrepancy was unknown. The patient's reservoir volumes were twice as expected at refills. The troubleshooting performed was noted as no catheter study. The volumes of the reported volume discrepancies were unknown. The pump and catheter were to be returned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.